Event description:
Per the audiologist, testing at the clinic showed short circuit and open circuit electrodes in the array. The clinic also reported that the patient's progress has not been as expected. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple anomalous electrodes. The anomalous electrodes were deactivated in the patient's sound processing program. Explantation/reimplantation surgery is planned for 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.